Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation: the repair technician reported the device failed calibration. Torque test high is the reason for repair. The cause of the issue is failed high. The device was sent to the vendor for repair. The vendor repaired and recertified the device. The item was repaired per the inspection sheet, passed synthes final inspection on 16-oct-2020 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part # 321.133, synthes lot # 4730338, supplier lot # n/a, release to warehouse date: 01 mar 2004, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the torque limiting handle/quick release hexagonal coupling was failed test and it tested high. The issue was identified during service and repair testing. There is no patient involvement. This complaint involves one (1) device. This report is for (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).